Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The high voltage cable was cleaned and re-greased during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9900 system had a communication error during a case. The system would beep but not update the live image on the left monitor. The 9900 system had to be removed and the procedure was completed with another system. No pt injury was reported.